Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the fenestrated bipolar forceps instrument associated with this complaint and completed investigations. Failure analysis found the primary failure of thermal damage-exposed electrode to be related to the customer reported complaint. The instrument was found to have charring and localized melting on the bipolar yaw pulley at the base of the grip. As a result of the damage, section of the active electrode (grip) was exposed that would not normally be exposed. The instrument grips were manually manipulated, the instrument passed an electrical continuity test on 3 out of 3 attempts. The instrument was placed and driven on an in-house system and delivered energy with signs of arcing on 3 of 3 attempt. A review of the procedure logs indicated that a monopolar instrument was used during this case.

Event description:
Refer to h10/h11 for follow-up information.

Event description:
It was reported that during central processing, fenestrated bipolar forceps (fbf) pulley cover had thermal damage. There was no report of patient involvement. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: thermal damage was identified prior to reprocessing.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the instrument for evaluation. However, the failure analysis has not been completed yet. A follow-up MDR will be submitted if additional information is obtained.